Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 3531, product type: external neurostimulator. Product ID :309101, product type: screening device. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension.

Event description:
A manufacturer representative (rep) reported that the patient was in surgery to place 2 new extensions and a new rechargeable implantable neurostimulator (ins). The leads have been previously implanted. During intra-operative interrogation of the newly implant ins it was determined that the patient's 8 and 10 contacts were low impedance readings. The surgeon then disconnected the lead from the extension and reconnected, with the second interrogation showing that the impedances were high at contacts 8 through 11. The surgeon then removed the extension from the battery again and re-inserted the extension into the battery with the third interrogation showing continued high impedances. It was decided to disconnect the extension from the lead, and one of the screws had to be replaced as it dropped to the floor when they were loosening the set screws from the extension. The surgeon noted that the lead contacts 2 and 3 appeared to be "a little far apart" after doing so, and it was noted that the lead appeared to be somewhat bent as well. The lead contacts were then manipulated by the surgeon and it appeared to them to be slightly closer together at that point. Afterwards the lead was tested independently with an external neurostimulator and twist lock cable, with interrogation at 3.0v showing high impedances > 40000 at all contacts. The surgeon then decided to discontinue the case, close the wounds, and bring the patient back for a lead revision surgery in the future. Later on date notified the rep inquired about electrode configuration using new extensions. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.